Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Upon the explant surgery, healthcare professional found the implant to be "grossly ruptured." Device was explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: anxiety: product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Upon the explant surgery, healthcare professional found the implant to be "grossly ruptured." Device was explanted and replaced.